Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Customer has stated no additional details will be provided. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch 0279956. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. No investigations nor retain product testing was performed on batch number 0279956 as it was not a valid batch number associated with the kit rapid detection of sars-cov-2 veritor (material # 256082). A trend was identified for false positive results. Based on the trend, CAPA#1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0279956 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Customer has stated no additional details will be provided. Eua # (B)(4).